Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured near the center of the balloon. The device was removed and the procedure was completed with another of same device. There were no complications nor injuries reported and the patient was in good condition after the procedure.